Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value and the pump was not working right. Customer¿s blood glucose value was 468mg/dl. Customer¿s blood glucose value at time of incident was 600 mg/dl and current blood glucose value was 270 mg/dl. Customer treated with syringes. The drive support cap was normal. Customer did not allege the pump of under delivery. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.